Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increased threshold measurements. A revision procedure was performed where it was noted that the lv lead had dislodged. Subsequently the lead was explanted and a new lv lead was successfully implanted. No additional adverse patient effects were reported.